Event description:
Customer called to report damage to the insulin pump. Customer stated that the drive support cap is sticking out of the insulin pump. Customer stated that insulin is squirting out of the insulin pump. Customer reported that they are experiencing high blood glucose levels as a result. Customer's blood glucose reading was 275 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to detached end cap. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case near the display window corners, a cracked display window, minor scratches on the display window, and stained end cap sticker. Unable to perform the prime, excessive no delivery or occlusion tests due to the alarm.